Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pca vent engine board 7100 was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a pressure error that results in a loss of mechanical ventilation. There was no patient involvement.